Manufacturer narrative:
The em controller unit (lot# 603000822) was returned for analysis. Analysis found that the problem could not be duplicated. The em controller unit was connected to a test system for a multi-day burn-in test and the em controller functioned normally without failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the emitter controller of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter controller was broken. There was no patient present. Additional information was received: the emitter worked correctly, it was just the emitter controller that was broken. The cause of the issue was unknown.